Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in the right eye (od) at a 3 month post-operative exam. A brief description from the surgery center indicated the patient had come in for a 2-3 month post op exam and described having to use sunglasses all day especially first thing in the morning and has not improved since procedure. The patient's comments were of extreme light sensitive inside and outside with minimal relief with sunglasses. Topical steroids were increased to treat the symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/15 .50 x -.25 x 25, left eye pre-op 20/15 .50 x -.50 x 120.

Manufacturer narrative:
Corrected data: in the initial report is was reported that the manufacturing date for the system was 1/31/2007 however, the manufacturing site has provided the date as 2008 (only the year was provided). Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing site corrected date of manufacturing to 3/7/2007.